Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2017, the patient was implanted with a bifurcated stent and a non-endologix stent. It was noted that there was an intraoperative type 1a endoleak that was resolved. It was reported that in (B)(6) 2017 (6 month follow up) a CT scan showed residual of an endoleak (type of endoleak was not report). On (B)(6) 2018, (1 year follow up) sac growth was noted. On (B)(6) 2018, the patient was admitted to the hospital. On (B)(6) 2018, a secondary procedure was performed. A hole in the distal edge of the bifurcated stent (type 3b endoleak) was discovered. Two (2) non- endologix stents were implanted to resolve this endoleak. There have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. Due to the lack of medical records / images, clinical was unable to find substantial evidence to support the following events of type 1b, 2 and type 3b endoleak (unknown if intraoperative or postoperative), sac enlargement or a successful secondary endovascular procedure. The most likely cause of the loss of seal and compromised stent graft integrity, as well as procedure related harms and the final patient disposition could not be determined due to the lack of medical records / images. The patient was reported as having a type ii endoleak (procedure related) as well as being discharged from the hospital on the fourth post operative day. There have been no further reports of negative patient sequelae. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. (B)(4).